Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021, customer alleged pump had a pump error 63 alarm. Device passed the displacement test and the self test. Successfully downloaded history files and traces using thus. Pump error 63 was found in the history file on (B)(6) 2021 at 01:21, rf chip error(variable 21). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube. Pump error 63 alarm was isolated to the electronic assembly. The following were noted during visual inspection: cracked retainer, serial number label missing, cracked case on corner of belt clip rails, cracked case on battery tube, cracked battery tube threads, and cracked case above arrow and battery icon. In conclusion, customer allegation of pump error 63 confirmed with rf chip error(variable 21). Moisture damaged was confirmed on the pcba 1 and corroded battery tube. Pump error 63 alarm was confirmed as a hardware issues and isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: the pump passed the displacement test and the self test. Successfully downloaded history files and traces using thus. Pump error 63 was found in the history file on jul 31, 2021 at 01:21, rf chip error(variable 21). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube. Pump error 63 alarm was isolated to the electronic assembly. The following were noted during visual inspection: cracked retainer, serial number label missing, cracked case on corner of belt clip rails, cracked case on battery tube, cracked battery tube threads, and cracked case above arrow and battery icon. In conclusion, customer allegation of pump error 63 confirmed with rf chip error(variable 21). Moisture damaged was confirmed on the pcba 1 and corroded battery tube. Pump error 63 alarm was confirmed as a hardware issues and isolated to the electronic assembly.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.